Manufacturer narrative:
The lot was manufactured on july 16, 2022 ¿ july 18, 2022. Two (2) devices were received for evaluation. Visual inspections with the naked eye and with magnification were performed with the fill caps removed which identified a white polymeric appearing particle found loosely on the fill port interior wall of one of the samples. The particle was consistent with fill port material. No issues were identified on the second sample. The reported condition was verified on one sample only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the events occurred from (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a foreign substance. This was discovered during set-up. There was no patient involvement. No additional information is available.